Event description:
On (B)(6) 2013, the intuitive surgical inc. (Isi) clinical sales representative (csr) contacted isi technical support, on behalf of the site, because the site was having trouble removing an endowrist one vessel sealer instrument from the patient side manipulator(psm) during a da vinci si abdominal perineal resection procedure. The surgeon decided to convert to traditional open surgical techniques as a result. The site's robotics coordinator indicated there was user error when removing the instrument. The removal of the instrument from the psm was too slow and the instrument was stuck, but they were eventually able to remove the instrument.  It is unknown if there was any visible damages to the instrument or cannula. The site's robotics coordinator also reported that a subsequent da vinci si surgery had no issues.

Manufacturer narrative:
Based on the information provided, there was no indication of a malfunction of the da vinci si system, instrument, and/or accessories. The site stated that user error contributed to the reported issue since the instrument was removed too slow. However, this complaint is being reported since the da vinci si surgery was converted to an open surgical procedure. It was reportedly the surgeon's first robotic procedure, which may have contributed to the decision to convert to an open method. Review of the system log for the reported procedure date revealed that the da vinci si surgery was a little over 3 hours long and that the endowrist one vessel sealer instrument was in use for 1 hour and 15 minutes. There were no system errors found in the system log associated with the procedure. Isi attempted to contact the site for additional information; however, no additional information has been provided as of the date of this report. If additional information is received, a follow-up MDR will be submitted.